Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the right ventricular (rv) lead would not fully insert into the header. The port was vented with the wrench and then the lead was removed. The setscrew was fully closed and then fully reopened again. The rv lead was then again inserted into the header but it still would not fully insert into the header and there was noise present on the electrogram. The rv lead was removed from the header and the terminal pin was inspected; no anomalies were found. This crt-d was removed and a new device was used. The rv lead was able to be inserted into the header of the new device without any issues and no noise was observed. No adverse patient effects were reported. The first crt-d will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.